Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. After that the catheter breakage was found. (The date when the catheter was broken is unknown.) On (B)(6) 2021, an x-ray examination was performed and revealed that the catheter segment was remained in the patient¿s body. Therefore the catheter segment was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed; however, the exact cause is unknown. One 4 fr groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was returned without a connector and was found to contain the valve at its distal end and terminate just proximal to the 41 cm depth marker. No tensile weakness was observed in the returned catheter. A microscopic observation revealed striations on the proximal end of the catheter, which was observed to be mostly flat with distinct edges, which suggests the catheter was trimmed at this location. From the evidence observed on the returned sample, it was not possible to determine the cause of the apparently detached catheter. Possible causes include sharp instrument damage and improper/incomplete assembly of the two-piece connector.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. After that the catheter breakage was found. (The date when the catheter was broken is unknown.) On (B)(6) 2021, an x-ray examination was performed and revealed that the catheter segment was remained in the patient¿s body. Therefore the catheter segment was removed from the patient. There was no reported patient injury.